Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 8/18/2022 and placed into service on 12/08/2022 with battery pack serial number (B)(6). Review of the log files showed no pads connected when unit entered service. Customer's failure to promptly address red asi warnings reduced battery life expectancy.

Event description:
A customer reported that their AED will not power on. They reported that this did not occur during patient use.